Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 34 mg/dl yesterday, and he experienced weakness and light-headedness as a result. The patient treated with food and his blood glucose rose to 253 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal and the insulin pump settings were accurate. The customer was advised to monitor the insulin pump and his blood glucose level. No products were returned or replaced.